Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The burnt switch was confirmed by service. The u2 switch was replaced and the instrument met all specifications. The root cause was not determined. A follow-up will be sent if additional information is received.

Event description:
During maintance the technical service center found a burnt switch. The switch is related to the heater pan and it was reported previously by the customer that the heater did not get warm.